Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had experienced the infusion set tape not sticking and fell off during use event on (B)(6) 2026. The set had been use for five to thirty minutes. No further information available.